Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please advise how the wound dehiscence was addressed? No information. Was there any post op suture breakage noted? Yes, but the surgeon said that it occurred about pod5 and suture breakage is natural given the tensile strength. Initial procedure was performed by young surgeon, so advising dr. Said it might depend on suturing technique.

Event description:
It was reported that the patient had a vaginal delivery on (B)(6) 2017 or (B)(6) 2017 and the suture was used for perineorrhaphy during the delivery. On post-operative day 5, the wound became open and the suture breakage was natural given the tensile strength. The doctor opined that it might depend on suturing technique. No further information is available.